Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on the bending section cover at the distal end had a chip and the venting connector of the light guide connector had corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely degradation led to component failure. Regarding the corrosion, a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the coating peeled off the insertion tube involving an olympus rhino-laryngofiberscope. The issue was identified during reprocessing. There was no patient involvement.